Event description:
It was reported that the patient was unable to increase or decrease stimulation using the patient programmer. It was noted that the patient programmer synched with the implantable neurostimulator (ins), the stimulation off and on lights showed appropriately, and the ins battery appeared "green and solid." When the patient tried to turn stimulation up or down, he got a triple beep. It was noted that the patient had a loss of therapeutic effect. It was noted that the patient was not receiving any therapeutic benefit. It was noted that the patient needed to turn stimulation up starting "a couple months ago." It was noted that the patient "started not feeling good" and was having more pain and aching. There was no known incident or accident related to the complaint. It was noted that the patient had not had the device checked by a healthcare professional for "a few years." Additional information reported that the patient noted no stimulation sensation. It was noted that the patient lost stimulation "about a week ago," and, upon device interrogation, it was noted that the implant had reset. The manufacturer's representative had to re-enter the serial number of the device. It was noted that the battery voltage was 2.6 volts and the total life expectancy of the implant was > 120 months based on patient's parameters and usage statistics. It was later noted that the manufacturer's representative called again to report that the device was working fine after being reset until this morning when stimulation stopped again. It was noted that impedances were checked "yesterday" and were all within the normal range. Additional information reported that a power on reset (por) condition was displayed. It was noted that the por had occurred "last thursday." It was noted that the device was reset and the por was cleared at that time. It was noted that the next day, the patient felt the stimulation stop again, and today they are seeing a por message on the clinician programmer. It was noted that the ins battery level was still at 2.6 volts. The por was cleared and it was noted that the patient was "now feeling stimulation comfortably." Impedances were measured again and the values were within the normal range. It was noted that when the stimulation is on, the patient did not report any adverse stimulation sensations or issues. The patient reported no medical procedures or change in environment or electro magnetic interaction. It was noted that the patient drives a truck for a living. It was noted that the patient was in the truck when stimulation stopped on friday. The patient could not reportedly recall if he was in the truck the first time the stimulation turned off. It was noted that the patient always drives the same truck. It was noted that when the patient felt the stimulation stop "on friday," he used the patient programmer to try and turn the ins back on and received a triple beep. It was noted that the patient saw the "ins on" light, however could not increase the stimulation due to the por condition. It was noted that the battery voltage did not indicate a por for end of life. Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer, patient. Product ID: 3887-33, lot# j0216873v, implanted: (B)(6) 2003, product type: lead. Product ID: 3550-09, lot# la7287, implanted: (B)(6) 2003, product type: accessory. (B)(4).